Event description:
Old care alert since (B)(6) 2021. (B)(6) 2021 03:00:09 ?a. Unipolar lead impedance 190 ohms. Threshold 200 ohms. Today (B)(6) 2021 : . Uni 228 ohms. Bipolar 342 ohms. Performed staging record due to yellow alert converted to red alert and is not viewed by the account yet. Call to notify. No answer. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).